Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
When the balloon was inflated up to 11atm (inflation time was unknown), blood was withdrawn back into the inflation device, and a balloon rupture was confirmed. The patient was a male. The target lesion was distal right coronary artery (rca). The lesion was a de novo, moderately calcified and moderately tortuous. There was 99% stenosis. Radial approach was chosen for the procedure. The lesion was pre-dilated with a balloon (ryujin: 2.0/15mm), and cypher was delivered to the target lesion. It is unknown if there was difficulty or resistance when tracking the device to the lesion. When the stent was positioned and the balloon was inflated up to 11atm (inflation time was unknown), blood was withdrawn back into the inflation device, and balloon rupture was confirmed. Because the cypher was obviously under-dilated under fluoroscopy and ivus, post-dilation with a balloon (hiryu: 2.5/10mm) was conducted, and the procedure was successfully finished. There was no patient injury reported.